Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an existing scar that the lifevest irritated and opened. The patient also indicated she had an irritation below the ribcage and that the lifevest also irritated an existing irritation from the velcro on a bra. The patient elected to end use. The medical outcome is unknown.